Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged reset malfunction was verified. The alleged touchscreen malfunction could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump reset unexpectedly. The customer confirmed a cartridge was reloaded the pump and insulin delivery was resumed. In addition, the customer reported the touchscreen was delayed when navigating the pump. The touchscreen was confirmed to be working as intended at the time of the report. The customer's blood glucose level was 140 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy